Event description:
The reporter called on behalf of the pt alleging that the meter was set to the incorrect unit of measurement. Approx two weeks ago, the pt passed out and contacted the paramedics. Reporter does not know what the pt was treated with and there is no further information about the incident. The pt's meter was previously set to the correct unit of measurement and pt has not recently changed the units of measurement.